Event description:
Patient was revised to address poly wear of the liner.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 16 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated.